Event description:
Customer reported that she had high blood glucose, the insulin pump was alarming and had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
The insulin pump was set to proper time and date. Time advanced properly. The device passed the displacement test, rewind, basic occlusion, occlusion prime and excessive no delivery alarm test. The unit functioned properly. All buttons functioned properly, however, moisture damage noted on the keypad traces during the visual inspection. No button error alarm noted. Unit received with scratched screen, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.